Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. Initial visual analysis indicates the catheter tip (dome) appeared shiny and there were no indicators of char or thrombus/clot. The device history record (DHR) for the lot number 30036193l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: smartablate generator (us catalog # m4900107, serial # (B)(4)) manufacturer's ref. No: (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and issues or char and thrombus/clot occurred. During the procedure, there was a slow increase in impedance that did not exceed the user-selected cut-off. The thermocool® smart touch® sf uni-directional navigation catheter was inspected and char and clotting were noted to be impeding flow through the central irrigation channels. The thermocool® smart touch® sf uni-directional navigation catheter was cleaned and flushed and was re-introduced into the patient and ablation continued. Physician considered the char to be excessive and a potential risk to the patient. There were no patient consequences. Patient has not exhibited any neurological signs or symptoms since the procedure. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a , nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. The issue of thrombus/clot is MDR reportable. The awareness date for this record is (B)(6) 2018 because this is when we became aware that an issue of "clot" was encountered.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and issues or char and thrombus/clot occurred. Product evaluation details: the device evaluation has been completed. The device was inspected and no char/clot or thrombus was observed. An electrical test was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications; the catheter was irrigating correctly and no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the char reported cannot be determined since the device was found working under specification, however, an internal corrective action has been opened to investigate char issues. Correction based on additional information received 11/15/2018: concomitant product. Changing from smartablate generator (us catalog # m4900107, serial # (B)(4)) to smartablate generator (us catalog # m4900107, serial # (B)(4)) manufacturer's ref. No: (B)(4).